Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified anesthetic by the anesthesiologist. It was reported that as the anesthesiologist delivered the anesthetic, the tubing set disconnected from the pt's IV catheter. The customer contact reported the tubing set and catheter were either reconnected or the tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.